Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: ventec was able to review a copy of the authorized service provider (asp) work order where it was observed that the date that the asp had observed the reported issue was actually (B)(6) 2023 and not (B)(6) 2025. As a result, section b3, date of event, has been updated from (B)(6) 2025 to (B)(6) 2023. The device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.